Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lx I 725 instrument for one pt. The initial result was 0.02 ng/ml. A 2nd sample from this pt gave a result of 1.66 ng/ml and was reported out of the lab. The sample was re-tested and a result of 0.02 ng/ml was obtained. A corrected report was sent. A 3rd sample gave a result of 0.01 ng/ml when it was tested for accu tni. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
Qc was within specifications before and after the event. A system check performed in 2008 met specs. The specimens were collected in bd lithium heparin tubes and were centrifuged at 3,100 rpm for 10 mins. The tube containing sample 2 was not completely full. The plasma was poured into and sampled from a chlamydia insert cup. All other samples were run from the primary tubes. Per customer, the sample 2 is the only sample in question at this time. A filed service engineer (fse) was dispatched. The fse performed a diagnostic system check which failed. The fse replaced aspirate probes, peri-pump tubing and substrate probe. The fse repeated check and ran qc: all results passed. The fse verified the repair per established procedures and results met published performance specs. Although, the fse addressed hardware issues, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.